Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder self activated upon plugging in. A replacement unit and cable were used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(6)2010, for investigation. A visual inspection revealed that the jaws were very burnt and the boots were almost completely detached. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B)(4).